Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00995. The patient has two leads implanted as part of the scs system. It was reported the patient felt unpleasant stimulation in addition to stimulation in the wrong location (abdomen). The patient fell approximately two weeks ago, and since then the patient experienced the change in stimulation. The patient also reported weakness in his legs. Reprogramming was unsuccessful in resolving the issues. As such, surgical intervention was undertaken on (B)(6) 2017 during which the leads were explanted and replaced with a single paddle lead.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00995. Follow-up identified effective stimulation was restored along the patient's pain areas following the procedure.